Event description:
It was reported that a clearlink paclitaxel administration set leaked at the junction of the tubing and the filter. This occurred while the set was being primed with saline in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.